Manufacturer narrative:
Pt info: unk. Report source: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4) - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -10.00/+2.0/091 (sphere/cylinder/axis), within the same surgery due to the lens tore during delivery into the patients left eye (os). There was no patient injury. The surgeon did not implant another icl lens. Cause of the event was unknown. Additional information has been requested but none has been forthcoming.